Event description:
It was reported that ems crew responded to a down pt and the device would not detect pt connection. Users were using third party electrodes (conmed brand) and double checked the connections with pt cable and electrodes on pt with no avail. The ems crew immediately switched to external hard paddles and observed that the pt had pulseless electrical activity (pea). Responders continued CPR and were able to get a pulse while transferring the pt to the hospital. The reported issue had no adverse effect on pt. There were no further details on the event and/or pt condition provided.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and did not verify the reported failure. Physio observed proper device operation through functional and performance testing. The device was returned to the customer for use. The root cause of the reported failure is unk.